Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Forgot to include device analysis in the previously submitted report. Final device analysis of the infusion pump revealed the following: there were no anomalies found. Final device analysis of the catheter (8709) revealed the following: there were no significant anomalies found. The catheter was returned in segments. Final device analysis of the catheter (8578) revealed the following: there were no significant anomalies found. There was an non-s ignificant indent in the seal, which did not affect infusion.

Event description:
It was reported that the pump and catheter were removed due to infection. The infection was diagnosed on (B)(6) 2013. The symptoms experienced by the patient included redness and pocket erosion. The patient was prescribed both oral and intravenous (IV) antibiotics. The patient's last medication refill was on (B)(6) 2013. The patient, reportedly, did not experience drug withdrawal. The patient recovered without sequela. The medication being used was morphine. It was also noted that the patient had a pre-implant risk factor status, noted as a "debilitated."

Manufacturer narrative:
Product ID: 8578 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: 2013 (B)(6), product type accessory product ID: 8709 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: 2013 (B)(6), product type catheter. (B)(4).